Manufacturer narrative:
After further review MFR#2916837-2021-00253 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while testing with bd multitest¿ erroneous results were obtained. Testing with a different lot# provided accurate results. The following information was provided by the initial reporter, translated from spanish to english: lot 15789 not efficient, same sample tested with another lot gave good results. Abnormal double population cd56+cd19+.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd multitest¿ erroneous results were obtained. Testing with a different lot# provided accurate results. The following information was provided by the initial reporter, translated from spanish to english: lot 15789 not efficient, same sample tested with another lot gave good results. Abnormal double population cd56+cd19+.